Event description:
I had avr completed 2/6. Original valve to be implanted was noted by staff that the one leaflet of the aortic valve would not close. Noted when rinsing valve per manufacturer¿s requirements prior to use. Surgeon aware and valve was replaced with another. Pod coordinator took the valve and packaging to be returned to the manufacturer.